Event description:
It was reported that during ptca treatment procedure the maverick2 monorail balloon ruptured at 3 atm's on the second inflation. (The initial inflation was to 8 atm's.) The patient was asymptomatic during this event. The lesion being treated was a clacified and 70% stenotic lesion in the mid-lad coronary artery. The maverick2 monorail ballon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.